Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm which was due to corroded keypad traces. There was no moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The esc and act buttons were delaying when being pressed. The caller did not know the blood glucose reading. It was stated that the insulin pump was in the cooler and was exposed to water. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.